Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of a -9.5 diopter became stuck in the cartridge or injection system on 24-nov-2023. There was no patient contact and no patient injury. A longer length lens was implanted and the problem was resolved. Cause of the event in unknown.

Manufacturer narrative:
This claim is not MDR reportable, however an MDR was submitted. Originally the claim was determined to be reportable, but upon further review since there was no patient contact. Claim # (B)(4).